Manufacturer narrative:
Submit date: 12/28/2017. An investigation is currently underway. Upon completion, the results will be forwarded. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported 20 ml syringes from our IV room are leaking.

Manufacturer narrative:
A product analysis cannot be performed as samples were not returned to the manufacturing site. Product was not returned to the site for analysis. A lot number was provided to the site. The device history record for lot 729639x was reviewed. During the packaging of this lot, 320 pieces were visually inspected and 96 pieces were physically tested with 0 defects recorded relating to this customer report. The device history record for the lot control indicates that product and specification requirements were met with no non-conforming product identified relating to this customer report. Without samples the root cause cannot be identified. Possible causes for leaking syringes could include but are not limited to: ¿ pack/cool hold time outside of validated parameter ¿ plasticating barrel temp outside of validated parameter ¿ plasticating back pressure outside of validated parameter ¿ filling probe tem outside of validated parameter there are several process systems in existence to prevent and detect the reported condition. The process failure mode effect and analysis has system detection and preventions in place to eliminate or reduce the reported condition. If samples are returned the site can re-open the investigation and perform an analysis on the returned samples.if information is provided in the future, a supplemental report will be issued.